Event description:
It was reported that the device was explanted in late 2007 after 63 days of implant duration, due to unk reasons. It was additionally reported that a second device, model #2700, was explanted. Refer to MFR# 6000002-2008-08146. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.